Event description:
Caller states the customer was given lantus based on result of 153 mg/dl obtained on the performa system at 6:25 am. At approximately 6:40 am, the customer became hypoglycemic and unconscious. Customer tested 45 mg/dl at 8:12 am; firefighters were called, and the customer was treated with a banana and lemon juice at 8:15 am. Customer tested 309 mg/dl at 8:39 am, and his condition improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).